Manufacturer narrative:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.

Event description:
Customer reported s8-3t image degradation during clinical use.

Manufacturer narrative:
The transducer was evaluated by the vendor who determined oil separation in the window caused a poor image quality issue. This is a known issue previously addressed by the vendor.